Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the reload noted that it was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection, multiple egia handles and multiple tristaple loadings units would not fire after depressing the green button. Different instruments and loading units tried but same result occurred. The procedure was delayed for more than 30 minutes due to the issue. Another device was used in order to complete the case. There was no patient injury involved.